Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer to disconnect and adjust the tubing and delivered a bolus to address the issue. Reportedly, customer changed the pump supplies and resumed insulin delivery.